Manufacturer narrative:
Summary of evaluation: the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, "the 16mm insert would not properly snap into position. It would not fully seat onto the baseplate leaving a large gap on the lateral side." Another insert was implanted without difficulty. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.